Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 51 mg/dl. The customer reported other blood glucose was 57 mg/dl. The low blood glucose was treated with the cocktail. Troubleshooting was declined for low blood glucose. The auto mode feature was active and automatically adjusting insulin delivery at time of the high blood glucose event. The insulin pump will not be returned for analysis.